Event description:
Attorney alleges that as a result of the sprint fidelis lead, the patient "sustained and will continue to sustain severe physical injuries, severe emotional distress, and economic losses" and "suffered severe physical and emotional injuries, pain and suffering, medical expenses, and loss of enjoyment of life." Attorney further alleges patient "died in 2008, of ischemic cardiomyopathy." Review of manufacturer's database unable to verify patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been researched but has not been received.